Event description:
It was reported that during a carotid stenting procedure, deployment difficulties occurred. The lesion was located in the right internal carotid artery. The carotid wallstent 10x24mm was advanced to the lesion. The outer sheath was pulled back. The proximal end of the stent deployed and the distal end was "blocked by the outer sheath distal marker." The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable."

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 262 mg/dl and 96 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.